Event description:
In (B)(6) 2014, I had the essure procedure done. And a week later, an endometrial ablation. I have suffered from hair loss, extreme fatigue, frequent episodes of pelvic cramping and 3 episodes of spotting. In (B)(6) 2015 the spotting started out of the blue with extreme pelvic cramps warranting an emergency room visit. Today (B)(6), 2015, I had the essure confirmation test done at the hospital and I was found to have 1 coil missing. The essure coils failed. I am awaiting a further plan of action from my obgyn.